Event description:
It was reported to covidien on 03/23/2010 that a customer had an issue with a catheter, continuous flow. The customer reports that during the inflation of the distal balloon, the tibial artery was ruptured and the case was discontinued. Pt was sent to the operating room for bypass surgery. At this time the pt is recovering but reported to be doing well.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.